Event description:
The initial reporter received questionable calcium and total protein results for 2 patient samples tested on the cobas 8000 c702 module. It is unknown if the initial result was reported outside of the laboratory. Sample 1 had an initial calcium result of 1.20000 mmol/l with a repeat result of 1.80000 mmol/l. Sample 2 had an initial total protein result of 50.48000 g/l with a repeat result of 73.38000 g/l. The repeat results were deemed correct. The calcium and total protein reagent lot numbers and their expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer inspected the instrument and found a bent sample probe. He exchanged and readjusted this part. He confirmed that the test and module are performing again within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.